Event description:
Accuchek aviva plus test strips giving e6 code immediately when strip is inserted into meter. Dose or amount: test 3 times daily, frequency: tid, route: subcutaneous. Dates of use: (B)(6) 2014. Diagnosis or reason for use: diabetes.